Event description:
The customer reported that the system displayed a precharge failure error, which would prevent the system from completing the boot up process. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator drive board was replaced. The system was tested and found to be working as intended and put back into service.